Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00631. It was reported patient experienced ineffective therapy. Diagnostic system testing indicated high impedance on multiple contacts of the lead. Reprogramming was unable to resolve the issue. Surgical intervention may occur to address the issue. It is unknown which lead is related to the issue so all suspected leads are being reported.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.